Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 6.1, reference: 2.1, mean: 4.10, confidence limits: 2.3-5.7. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values fall outside the limits. Accuracy criteria was not met. The values are discrepant beyond the documented variability for pt/inr testing. Customer's discrepant result was caused by the use of an incorrect type of capillary tube. The customer used an ldx capillary tube that was heparin-coated. In addition, the sample volume used a greater than what is required for inratio inr testing, which would lead to inaccurate test results. Investigation with therapeutic samples was performed. (See page 3 for investigation) product deficiency was not established with retained strips. As of 03/05/2010, three discrepant results complaints were reported for lot #225434 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. . The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 225434 are within the allowable bias. No discrepant results were produced on in-house meters. These meet the above criteria. No further investigation will be pursued.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 6.1, lab: 2.1.